Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly dropping 20% battery life within approximately 12 hours. There was no reported impact to the user's blood glucose level. Review of the pump data logs by tandem technical support for the past month was unable to confirm the reported battery depletion.